Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device, and visual evaluation noted that the trip wire was rolled in the handle assembly and was secured in the handle assembly slot when received. However, the trip wire was kinked. No damage was observed to the handle assembly itself. A crimp was present on the tripwire. It was observed that the slack was removed properly while the suture loop was still intact. The suture was detached from the ligator head and was attached to the trip wire, and still intact. Additionally, the bands were returned attached on the ligator head; however, they overlapped each other, the suture hole was torn, and the ligator head teeth were damaged, confirming the deployment failure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The trip wire bent/kinked could occurred during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally, it is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and could have contributed to the reported issues. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first two bands were successfully deployed; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first two bands were successfully deployed; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.